Manufacturer narrative:
(B)(4). Hypotension may occur during this type of procedure and as listed in the instructions for use, hypotension is a known potential adverse event associated with the use of the product. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that after the implantation of the xact stent in the right internal carotid artery, the patient became hypotensive requiring atropine, a fluid bolus, and neosynephrine. The following day the neosynephrine was replaced with dopamine. Dopamine was weaned off two days post procedure and the event resolved. The patient was discharged home three days post procedure. There was no adverse patient sequela. There was no additional information provided.